Manufacturer narrative:
H10: h2, h3, h6. Review of the applicable dhrs did not indicate any nonconformances, deviations or other issues with devices involved in this issue. Several loading related complaints have been observed and are related to tendon stapler stakes that are too small to engage tendon staples. The products, used for treatment, was not returned for evaluation and therefore a physical investigation could not be completed. A complete review of manufacturing documentation was conducted and the devices were found to be within specification. Root cause was determined after investigation. Failure mode experienced by the user facility were unable to be confirmed through direct physical investigation, similar complaints have been reported with these devices from other users. Loading issues with tendon stapler has been addressed using the corrective action process, so failures like these should be less frequent in the future.

Event description:
It was reported that during a rotator cuff repair, the tendon stapler did not work properly. It was stated that the tendon stapler used out malfunctioned when trying to retrieve the tendon staples from the device. This caused the tendon staples to no longer be usable and the surgeon decided not to use the product. This did not slow down the case. The procedure was completed without delay using a smith & nephew 5.5 footprint ultra pk knotless anchors. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.